Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when attempting to load multiple cartridges (potentially, the cartridges did not fit). Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.